Event description:
On (B)(6) 2026, patient reported infusion sets fell off due to sweat.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.